Event description:
On (B)(6) 2015 - the mother of the end user reported that when the device was pulled, it removed the skin from her young child's arm. The child had a "(B)(6)" infection and was using the device to cover the wound.